Event description:
The site proactively returned a is2000 8mm regular cannula accessory to determine if the cannula may have caused the instrument tube abrasion reported under medwatch MFR report #2955842-2008-00157. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering observed the cannula is visibly dented at the distal tip and a .342 gage pin does not fit through the distal tip inner diameter. The deformation of the tip has the potential to cause main tube scraping in certain loading conditions. Damage cannula is likely due to mishandling. No other damage found.